Event description:
The customer reported an over infusion while infusing unspecified fluids or medication on a pca module. The nurse returned 4.5 hours later and noticed the syringe was empty, when it should not have been. There was no report of patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over infusion. There was no report of patient harm.